Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism. (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.

Event description:
It was reported that right atrial and right ventricular leads became dislodged after implant. The right ventricular lead also had positioning/fixation difficulty partially due to patient anatomy. Both leads were explanted and replaced. No patient complications were reported as a result of this event.